Event description:
It was reported the customer received a button error alarm. It was also found the customer had condensation in their insulin pump. Customer also reported a partial display on their insulin pump. The customer could not resolve their partial display by inserting a new battery. The customer's blood glucose was 196 mg/dl. The customer could not recall any significant events leading to the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no missing segments or partial display noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump powered up properly after battery installation. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.